Event description:
The boy had been in hospital on (B)(6). He had been "passing large ketones and been throwing up". He was given an IV and given treatment for vomiting. Customer uses an animas insulin pump and uses novolog. Mother could not give the bolus and basal rates of the novolog or any further information regarding the use of the insulin pump. The animas insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).